Event description:
Note: the event date is unknown. It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a needle aspiration of the lung. According to the complainant they positioned the needle within the patient's lung and obtained a tissue sample. While attempting to remove the needle from the patient, the needle would not retract back into the catheter. The bronchoscope was removed from the patient, and the device was then removed. No scope damage was noted. The procedure was able to be successfully completed with this excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).